Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04jan2021.

Event description:
It was reported to philips that the device's alarm does not go off for a patient disconnect. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4:24feb2021. H11:g5:k102985. H10: the issue was detected during device setup, there was no patient involved or delay in therapy. A philips field service engineer (fse) was dispatched to perform an onsite evaluation. After extensive troubleshooting the reported problem could not be reproduced. No other problems were observed during the evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.